Event description:
It was reported that this left ventricular (lv) lead exhibited potential loss of capture (loc). Technical services reviewed the device data, and it was hard to determine if it was loc or fusion. Technical services provided programming options. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to provide a correction to the previously submitted information. Further review of the presenting electrogram (egm) indicates that the complexes seen were fusion and not loss of capture. The most recent device follow-up data confirms the device settings (av delay, outputs, vector) remain unchanged. The current presenting egm in (B)(6) 2023 displays appropriate sensing of the left ventricular (lv) and shock channel. At this time, the lead remains in service and there is no indication that any additional lv threshold testing has been performed. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited potential loss of capture (loc). Technical services reviewed the device data, and it was hard to determine if it was loc or fusion. Technical services provided programming options. At this time, the lead remains in service. No adverse patient effects were reported.